Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, heartstring iii proximal seal system 4.3 mm did not load properly so it was not used on a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was not returned for evaluation. A visual inspection was conducted. The seal and tension spring assembly remained in the loading device. The seal and tension spring assembly were removed from the loading device. The seal was observed to be delaminated on the outer side and cracked at the middle of the coil. Based on the received condition of the device, the reported complaint for reported failure "failure to load" and analyzed failure mode "crack/delamination seal" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, heartstring iii proximal seal system 4.3 mm did not load properly so it was not used on a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.